Event description:
It was reported that a button on the insulin pump was unresponsive and there was a crack on display. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened buttons dome switch. No button error alarm noted during our testing. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. No crack on the lcd display noted.